Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
*Us legal* it was reported that, after an r3-tha implantation in the left hip in 2011, the plaintiff experienced pain and elevated levels of cobalt and chromium. Plaintiff underwent left revision surgery on (B)(6) 2021 where a pseudotumor was found. The patient's outcome is unknown.

Manufacturer narrative:
H3, h6. It was reported that left hip revision surgery was performed. As of today, the implanted devices all of which were used in treatment have been requested for this complaint but have not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. The devices used in treatment have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain and elevated cobalt and chromium levels) were associated with a mal performance of the implant. The patient impact cannot be determined at this time. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided, factors known to contribute to the alleged fault include excessive physical activity levels and loosening of the components, increasing the production of wear particles, accelerating damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal reference number: (B)(4).